Event description:
Add'l info rec'd from rptr 2/2/01: title of project: radioprotection of small intestine during therapy for locally advanced cervical cancer utilizing a pelvic displacement prosthesis placed at the time of laparoscopic staging.

Event description:
During insertion of pelvic displacement prosthesis device ruptured secondary to using graspers for fraction. Bag removed prior to final placement. No untoward event to the pt.